Event description:
The clinician reports that the day the implant was placed in ada 30 of the patient's mouth, failure occurred upon insertion. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patient complications were reported.